Event description:
Patient enrolled into the trial. Contralateral tia reported. The patient experienced a 10 minute episode of amaurosis fugax. A full neuro exam was conducted ater the visual disturbance was resolved and the patient recovered without sequelae. Please reference MDR 2183870-2009-00164 for protege rx used in this procedure.

Manufacturer narrative:
The difference in time frame reporting versus, the event date is due to the board review in 2009.